Event description:
The customer's mother reported that her son's blood glucose, carbohydrate intake and insulin history is as follows. Upon inspection she noticed that the cannula was not properly inserted into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. See scanned page. Qualification records were reviewed and the product lot met all acceptance criteria.